Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status 6 devices were received.: 7 device investigation types have not yet been determined. Event confirmation status: 2 reported events were confirmed. 4 reported events were not confirmed. Evaluation results: 4 devices were found to be affected by internal corrosion. 1 device was found to be affected by worn bearings. 1 device was found to be affected by shattered bearings. Additional information: 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact. 1 event had the patient receive a first-degree burn.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact. 1 event had the patient receive a first-degree burn.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 13 previously reported events are included in this follow-up record. Product return status 10 devices were received. 1 device was not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status 3 reported events were confirmed. 7 reported events were not confirmed. Evaluation results 7 devices were found to be affected by internal corrosion. 2 device was found to be affected by worn/damaged bearings. 1 device was found to be affected by shattered bearings.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 13 previously reported events are included in this follow-up record. Product return status: 10 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact. 1 event had the patient receive a first-degree burn.